Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that discovered the issue replaced the fiber optic module. Nothing unusual identified on the logs. Back cover and wheels assembly broken. The getinge service territory manager (stm) asked to be covered for this repair and related pm on another day, due to not having back cover and wheel assembly. The getinge service territory manager (stm) that discovered other issues as part of pm replaced back cover and wheels assembly. Physical damage nothing unusual identified as part of the logs. All functional and safety tests were passed to meet factory specifications and the iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the fiber optic module on the cardiosave intra-aortic balloon pump (iabp) was broken. The stm later clarified that the fiber optic module was incorrectly reported as broken and verified that the reported issue was for a broken fiber optic connector. In addition, it was later reported that the back cover and wheel assembly were also broken. There was no patient involved and no adverse event was reported.